Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. In dbs procedures, the software displays two angles for the current plan (assuming ac/pc/midline plane have been defined): angle from the mid-sagittal plane, and angle from the axial plane. These angles are displayed based on a plan's entry and target points, and don¿t update based on instrument position while navigating. The angles shown are mathematically correct: when the plan is directly parallel to the r-l patient direction, the mid-sagittal plane angle is 90. The axial angle effectively has no meaning: if the plan entry and target are directly r-l of each other, there will be no a-p or vertical change between the coordinates of the target and entry points. Any axial angle displayed would mathematically be valid and correct, because a perfectly l-r plan's position does not change as the axial angle changes. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts were replaced. No further issues have been reported.

Event description:
A medtronic sr. Software engineer reported that in deep brain stimulation (dbs) procedures, if a plan is created parallel to the right-left patient axis, the reported axial plane angle may not be displayed correctly on this in-house navigation system. If the plan is parallel to the r-l axis, the angle should be 0, however, it is sometimes reported as a different number. There was no patient present when this issue was identified.